Event description:
The customer reported that they noticed a leak out of the sidewall of tubing as soon as the infusion was started. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.